Event description:
It was reported that alarms cassette not attached was experienced.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the physical condition and device tamper seals were all intact upon receipt. Functional check was performed on the returned device. Results: the customer problem was not duplicated for "alarms cassette not attached" issue during the investigation. Performed the pump with a cassette and a message displayed for "no disposable pump will not run" on the pump. Fluid ingression was found on the downstream sensor which caused the disposable detected and alarm. Root cause of the reported problem could not be determined because the issue was not duplicated during the investigation. An alternate issue of fluid ingression was noted during the investigation. It was recommended that the downstream sensor be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: cadd legacy pca amb, d4: correction: model number: 6300, d4 and d5: correction: unknown, no information has been provided.

Manufacturer narrative:
Other, other text: b5: additional information, no patient injury reported.

Event description:
Additional information received: no patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-07772. The report was submitted in error., corrected data: corrected information provided in h10.